Event description:
It was reported that a patient presented in-clinic with bvvi mode noted on the patient's pacemaker. The physician decided not to restore the device due to the patient's low pacing percentage. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic with bvvi mode noted on the patient's pacemaker. The physician decided not to restore the device due to the p[atient's low pacing percentage. No adverse patient consequences were reported.